Event description:
Related manufacturer reference number: 2017865-2023-36988. It was reported the patient presented with a pacemaker that exhibited high pacing impedance and an atrial lead that exhibited high pacing impedance and loss of capture. The pacemaker was explanted and replaced. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of high impedance was unconfirmed. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.